Event description:
Laboratory employee, while putting on size medium curad nitrile powder-free glove, sustained minor laceration from pointed shard of clear glass inside the glove in the ring finger; no permanent disability to employee from minor laceration . Forty five cases of medium gloves with same lot number removed from shelves.